Event description:
Report received from (B)(6) stating that the device would not rotate. The device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of will not rotate was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).